Manufacturer narrative:
The insulin pump had unresponsive buttons due to an unlocked j2 lcd connector. No unexpected blank display was noted. The device was received with the following cosmetic damage: minor scratches on the lcd window and a cracked reservoir tube lip.

Event description:
The customer reported via phone call that the keypad on his insulin pump was unresponsive and that he has a blank display with a closed circle icon. The patient's blood glucose value at the time of incident was 174 mg/dl. The customer was advised to discontinue use of the pump and revert to a back-up plan per health care provider's instructions. The customer agreed to return the insulin pump for analysis and a replacement device was shipped to the customer.